Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii; guide cath: 6 french multipurpose; other: vascular solutions guide catheter extension 6 french. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The nc trek rx coronary dilatation catheters is indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two nc trek balloon catheters referenced are filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a renal procedure to treat restenosis in the left renal artery and in the right renal artery. The 5.0 x 08 mm nc trek was used first, to treat restenosis of a previously implanted unspecified stent in the left renal artery. The dilatation catheter was inflated without difficulty, two times, to 16 atmospheres (atm), and fully deflated without difficulty. The nc trek was removed; however, resistance was noted with the non-abbott guide catheter extension and both devices were removed as a single unit. The non-abbott guide catheter extension was re-inserted and the 5.0 x 12 mm nc trek was advanced. The dilatation catheter was inflated without difficulty, two times, to 16 atm, and fully deflated without difficulty. During removal, resistance was noted again with the non-abbott guide catheter extension and both devices were removed as a single unit. The physician then treated restenosis of a previously implanted unspecified stent in the right renal artery. A new non-abbott guide catheter extension was used with a 5.0 x 15 mm nc trek dilatation catheter. The dilatation catheter was inflated three times, to 16 atm, and fully deflated without difficulty. During removal of this device, resistance was noted with the non-abbott guide catheter extension and both devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.